Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 43 mg/dl at the time of incident and current blood glucose level was at 163 mg/dl. The customer was assisted with troubleshooting. The customer was treated with juice and candy for low blood glucose. Customer stated that they did not need to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.